Event description:
Stem fracture.

Manufacturer narrative:
Examination of the reported devices by depuy (B)(4) finds the returned stem has extensive polishing on the distal tip, anterior lateral edge and on the medial edge and superior posterior face indicating the stem was loose and suffering micromotion in the cement mantle. From inspecting the parts further to the lab inspection it is believed that fracture has initiated at the anterior edge of the inserter hole and propagated by fatigue most likely as a result of a loose stem. A search of the complaints databases against the provided product and lot code combinations finds no other reports since their release to distribution. Review of provided patient radiographs by a depuy (B)(4) finds a small degree of radiolucency around the stem indicative of loosening. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.